Manufacturer narrative:
The return included a multi-unit abutment with a pxmuas and a fractured prosthetic screw (pxmupsr). The prosthetic screw appears to have been overtorqued. Prosthetic screws should be torqued to 15ncm only while abutment screws should be torqued to 30ncm.

Event description:
Prosthetic screw broke off into the multi-unit abutment.